Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: (B)(6) UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patient underwent implantable pulse generator (ipg) and spinal cord stimulator (scs) lead revision procedure due to an unknown reason. Patient was doing well post operatively. Explanted device was not returned.